Event description:
It was reported that the pt experienced numbness in her leg after failing on her implanted neurostimulator. Add'l info has been requested but was not available as of the date of this report. Refer to MFR report# 3004209178-2011-05581.

Manufacturer narrative:
(B)(4).